Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 8 device investigation types have not yet been determined. Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device was reportedly leaking. - 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 8 events were previously reported during the reporting quarter; however, - 8 events were reported in error. - 0 previously reported events are included in this follow-up record. H3 other text : no events occurred.

Event description:
This report summarizes 0 malfunction events in which the device was reportedly leaking.